Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) examined the pump on-site and confirmed the broken pump tongue. The fsr informed the manufacturer's product surveillance investigator the broken tongue is due to repeated stress applied from stiff occlusion. No other failures were found from inspection of the pump. The fsr removed the roller pump from service and provided a loaner pump for the customer to use. The fsr will replace the broken tongue once the part becomes available.no additional action will be taken at this time.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The roller pump was used as a cardioplegia roller pump. The field service representative (fsr) stated that he will re-examine for stiffness and pump grease when he returns to repair the broken tongue. Currently the roller pump ihas been taken out of service until the part is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump molded tongue was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.